Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast reconstruction primary with 800cc smooth mentor memorygel breast implant has experienced postoperative right-sided implant rupture with grade iii capsular contracture, confirmed by the surgeon. Rupture was discovered by MRI. As a result, the patient underwent bilateral explantation and replacement with 800cc mentor smooth round moderate plus profile saline breast implants, catalog # 3502800, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020.